Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to a micro dislodgement. A new rv lead was implanted as replacement. Additional information received that micro dislodgement was determined through device follow up and noted elevated thresholds. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.